Manufacturer narrative:
On (B)(6) 2021, intuitive surgical, inc. (Isi) obtained additional clarification regarding the reported event: the da vinci system was inspected prior to use, with no issues noted. Bleeding occurred during the dissection around the portal vein during dissection of the hepatoduodenal ligament and lymphadenectomy of the portal vein. Two error messages reportedly occurred on universal surgical manipulator (usm) 3 and 4. Since they were unsure of the issue, the site tried different instruments (2 vessel sealers and 1 sureform 45 stapler) to resolve the issue, without success. The site contacted the field service engineer (fse) who suggested changing the vessel sealer to another usm but the site stated that was not possible. Based upon the events, the surgeon decided to convert to an open procedure. The surgeon was able to repair the portal vein, which stopped the bleeding. A total blood loss from the portal vein injury due to dissection was approximately 750 mls. The patient was transfused a total of 3 units of packed red blood cells (prbcs). There was no allegation that the usm issue caused or contributed to the intra-operative bleeding.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to investigate the reported complaint further. The procedure date was (B)(6) 2021. It was also confirmed that on (B)(6) 2021, the site used the system in two procedures with no reported issues. On (B)(6) 2021, the fse completed a proactive replacement of the two usms to resolve the intermittent errors 22020 and 25930 on the axis 5. On a system log review for procedure date (B)(6) 2021, the logs show that the errors 22020 and 25930 were noted on both arms. Error 25930 is not a customer-facing error. Error 22020 is an engagement issue that is most often due to the instrument or sterile adapter and can usually be fixed by reseating the drape/instrument or getting a new drape/instrument. Arm 4 (sn (B)(4)) had engagement errors with a stapler but could eventually engage and successfully complete all clamps and fires. Moreover, the logs indicated that the site used the system for an additional 3 hours and 40 minutes after the engagement issues. The logs confirm that the system was not down, and the customer did not contact a technical support engineer (tse) to attempt to troubleshoot. The surgeon confirmed that the bleeding occurred before the arm engagement issues and that an arm malfunction or an isi instrument malfunction did not cause the bleeding. Isi received the usms involved with this complaint and completed the device evaluation. Failure analysis investigation: the arm 3 was tested on an in-house system and the reported problem was confirmed but not replicated. As a precaution and due to contamination, isa pca and dof6 rotors will be replaced. As a result, the carriage will be upgraded from (B)(4). Note: the unit passed all other tests. The arm 4 was tested on an in-house system and triggered 25930 error pointing to dof6. Visual inspection, the dof6 rotor mirror was found hazy. The 22020 error was not replicated. The unit passed all other tests. As a result, the carriage will be upgraded from (B)(4). No images or procedure videos were shared for the event. This complaint is being reported due to the following conclusion: it was reported that during a da vinci-assisted partial pancreatoduodenectomy surgical procedure, the patient experienced intraoperative bleeding, and the vessel was repaired with sutures. As a result, a blood transfusion was rendered to the patient. At this time, the cause of the intra-operative bleeding is unknown. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is not applicable because the product is not implantable. Information for the reporter is not available. Fields are not applicable.

Event description:
It was reported that during a da vinci-assisted partial pancreatoduodenectomy surgical procedure, there were errors pointing to an issue on universal side manipulator (usm) 3 and 4 of the patient side cart (psc). An intuitive surgical, inc. (Isi) field service engineer (fse) was contacted by the site on the day of the surgery for support. The site had tried installing three instruments (2 vessel sealers (vs) and 1 stapler sureform 45) to usm 3 and 4 with no success. The fse suggested that the site try to install the vs to another arm, but the site stated it was not possible. The surgeon decided to convert to open surgery. On 10-may-2021 and 11-may-2021, isi contacted the site and obtained the following additional information regarding this event: the system was inspected prior to use, and no issues were noted during the set-up of the system. It was reported that there was bleeding during the dissection around the portal vein, due to a tear of the lateral branch. The surgeon was able to repair the portal vein via manual sutures. A total blood loss from the portal vein injury due to dissection was approximately 750 mls. The patient was transfused a total of 3 units of packed red blood cells (prbcs). The surgeon continued the procedure robotically. During dissection of the hepatoduodenal ligament and lymphadenectomy of the portal vein, error messages occurred on usm 3 and usm 4. The site tried different instruments (2 vessel sealers (vs) and 1 sureform 45 stapler) to resolve the issue without success. The site contacted the fse who suggested changing the vs to another usm but the site stated that was not possible. The fse additionally advised the site to contact an isi technical support engineer; however, the surgical staff did not want to troubleshoot further. The surgeon decided to convert to an open procedure as visibility was poor from the previous blood loss, and the separate usm issues were not able to directly be resolved. There is no allegation that the usm issues caused or contributed to the intra-operative bleeding. The surgeon did not provide patient-related information. It was confirmed that the surgery was completed, and no postoperative complications have been reported. On 02-june-2021, isi obtained the following information from the surgeon. The surgeon confirmed that the bleeding occurred before the arm engagement issues and that system malfunction or an isi instrument malfunction did not cause the bleeding. There is no allegation that the reported system issue contributed or resulted in the intra-operative bleeding. However, the cause of the vessel injury is unknown at this time.